Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing when the reported inflation issue was duplicated. The issue was traced to the device balloon, which was observed to have a hole. Manufacturing device history record review was not performed because no lot number was provided. Complaint information will continue to be monitored.

Manufacturer narrative:
D4: primary UDI is unknown because the product item number was not provided. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was some air in pilot balloon. Withdrew 4 cc of air using 10 cc syringe. Trach was removed with no incident to patient. There was patient involvement, and no patient harm/adverse event reported.